Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported during an ipg replacement procedure (related manufacturer reference number: 1627487-2020-33335) the physician broke one of the lead tails in two pieces. Partial therapy was restored postoperatively. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the lead was explanted and replaced.